Manufacturer narrative:
Date received by manufacturer: 05nov2019. Report date: 07nov2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the ul_lr and ur_ll resistance & resistance ratio were out of specification. Fault is found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019.

Event description:
The customer reported that the touchscreen fails calibration. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 23sep2019. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The fse replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.